Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with electrodes. The customer reports that his wife had an extreme allergic reaction with numerous water blisters on her side, neck and upper chest. The pt had extreme itching, extreme anxiety, and sleeplessness. This occurred after the product had been in use overnight. Fucidin h cream din (B)(4) was used to treat the reaction. The current status of the reaction reported is that there are still numerous red and black weeping blisters on her neck and shoulders.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.